Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The mother stated that the customer was in the hospital for five days, and when she tries to connect the device back on, the customer's glucose level goes up. Troubleshooting was performed. The programming on the insulin pump was correct. Ran a fixed prime test and the insulin exited. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.